Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found that the set screw broke off in the hex rod that comes from the rocker link. This allowed the hex rod to slide to the side and the left head caster brake would not engage. The technician replaced the hex rod to repair the bed.